Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was over 400 mg/dl with a small level of ketones. There was 20 units of insulin left in the cartridge and after delivering a bolus, bg did not lower. The contact alleged that the insulin gauge was "off". There were no pump alerts or alarms. The cartridge and infusion set were changed. A correction bolus was delivered and water was consumed. Bg lowered. The level was not provided. After the supply change, the pump was functioning as expected and the insulin gauge was accurate.